Event description:
The ratchet system on the side of the product that raises and lowers the burette was welded. It was not apart from the lever to move. The product was connected to the patient for a minute and it was then realized that the lever could not be adjusted. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.